Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received questionable results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Of the results provided, it was determined that the sample had erroneous ft3 and ft4 results. The sample initially resulted as 7.10 pmol/l for ft3 and 29.25 pmol/l for ft4. The doctor had doubts about the results and ordered a new analysis. The same sample was then analyzed using a beckman coulter dxi instrument. The repeat results from the dxi instrument are 5.82 pmol/l for ft3 and 20.12 pmol/l for ft4. The patient was not adversely affected. The lot numbers and expiration dates for the ft3 and ft4 reagents were asked for, but not provided. A sample from the patient was forwarded for investigation. Investigations were able to reproduce the customer's ft3 and ft4 results. Interference analysis of the sample was carried out, but no interfering factors to the ft3 and ft4 tests were found present in the sample. The reasons for the different values generated with the roche assays and the beckman dxi assays could not be explained. Further clarification of the observed discrepancies is not possible with available methods and the current state of the art. A specific root cause could not be determined. Additional information required for investigation was asked for, but not provided.